Event description:
Had total hip replacement surgery in 2000 at a different medical facility followed by several episodes of hip dislocation. In 2002, he had surgery for a hip revision. In 2007, developed infection around hip incision site, 2008 admitted to hospital for treatment of hip infection and eventually surgery for removal of entire hip prosthesis.